Event description:
Boston scientific crm received info that this epicardial left ventricular lead had high threshold measurements and was exhibiting loss of capture at full outputs. Exit block was suspected. The nurse called to report this product experience noted patient would have been syncopal if she had been standing. The patient is scheduled for a procedure to further investigate this issue. It was noted that the patient is on multiple cardiac medications. One week later info was received that this lead was capped. Poor sensing was also noted.

Manufacturer narrative:
Results: review and confirmation of mfg records were performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.